Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-20-00, 7272969 - eq reverse torque defining screw kit. 300-30-07, 7216415 - equinoxe preserve stem 7mm. 320-10-00, 7066657 - equinoxe reverse tray adapter plate tray +0. 320-15-05, 7246544 - eq rev locking screw. 320-06-42, 7219545 - glenosphere 42mm.

Event description:
Between revision on 4/13 and 4/26, patient had reverse shoulder surgery on (B)(6) 2022. On (B)(6) 2022, patient had revision due to an infection at the wound site. Humeral liner was upsized to a 42mm +2.5 constrained. An experience report was submitted on (B)(6) 2022. On (B)(6) 2022 patient had another revision due to suspected infection. Surgeon exchanged stem, glenosphere, adapter plate tray and humeral liner. First revision is captured in (B)(6) / MDR# 1038671-2022-00525.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the previous surgical site infection.